Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown product type catheter product ID 8637 lot# serial# unknown product type pump product ID neu_unknown_cath lot# serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown. Mosher am, hartman e, keusch d, et al. Spinal catheter revision in pediatric intrathecal baclofen pumps: risk factors and postoperative outcomes. Neurosurg focus. 2024;56(6):e11. Doi:10.3171/2024.3.focus2467 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mosher am, hartman e, keusch d, et al. Spinal catheter revision in pediatric intrathecal baclofen pumps: risk factors and postoperative outcomes. Neurosurg focus. 2024;56(6):e11. Doi:10.3171/2024.3.focus2467. Reported events: 6 patients had catheter revision surgeries within 30 days of implant due to infection. 1 patient had abdominal pump revision surgery due to infection. 2 patients experienced withdrawal or overdose symptoms catheter occlusion had been noted in patients during revision surgeries.